Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2012-00199. It was reported the pt ((B)(6)) was without stimulation and unable to increase the amplitude for the therapy program(s). A diagnostic test revealed invalid impedance measurements for several lead contacts. However, effective stimulation was recaptured for the pt via reprogramming. As such, there are no plans for surgical intervention.